Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, during demonstration, the colonovideoscope tested positive on february 12, 2026 for 191 colony forming units (cfus) of pseudomonas aeruginosa. The device was retested on february 24, 2026, and it tested positive for 4 cfus of candida parapsilosis and pseudomas spp. The device was retested on march 4, 2026 and it tested positive for 2 cfus of moraxella osloensis and micrococcus luteus and 8 cfus of staphylococcus warneri and staphylococcus hominis and 2 cfus of corynebacterium tuberculostearicum and bacillus cereus complex. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.